Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer representative indicated explant of the entire system occurred because therapy was no longer sufficient. Per the hcp, the vomiting and return of pain began sometime last year (exact date was unknown). The cause of the symptoms were not determined. The symptoms were ruled out as disease progression or a new disease. It was unknown if anything was noted in the pervious event logs. The patient was doing fine as of (B)(6) 2017. The system was returned to the geography office at the end of (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# 0208047355 implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml at a dose of 0.064 mg/day) and clonidine (200 mcg/ml at a dose of 1.27 mcg/day) via an implantable pump for an unknown indication for use. On an unknown date, the patient began to have vomiting attacks and "no more pain relief" once a week. The report source indicated "ER" (emergency room) with no further clarification. On (B)(6) 2017, the pump and part of the catheter (partial explant) were explanted and would not be replaced in the future. Any environmental/external/patient factors that could have contributed to the event were unknown. There was no diagnostics or troubleshooting performed and no interventions/actions were taken. The issue was reported as resolved at the time of this report. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomalies. The pump passed all functional testing in the laboratory. Analysis of the catheter (lot #: 0208047355) identified a kink in the catheter body which caused the catheter to become occluded. The catheter was returned in segments and no leaks were identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.